Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unsatisfactory with vision. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant was also mentioned as unsatisfactory vision. Additional information was requested and received, stating that, per the surgeon's opinion, the lens gave the patient problematic glare. There was no patient harm.